Event description:
It was reported that a patient had a right metal-on-metal total hip arthroplasty performed on an unknown date. Approximately 18 years later, the patient presented with pain and significant dysfunction. The patient was revised; during which, a complete tear of the gluteus medius tendon was noted along with significant bone erosion, soft tissue destruction, and soft tissue staining. The femoral bone was quite osteopenic with fragmentation, and lytic cysts were noted in the acetabulum. All initial implants were removed from the hip, and a revision hip system was placed without difficulty. An open reduction internal fixation was performed to stabilize the femoral fragments, and a dermal allograft was used to repair the tendon.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a1, a2, b5, b7, d6b, g3, g6, h2, h6.

Event description:
It was reported that patient underwent a right hip arthroplasty on an unknown date. Subsequently, the patient was revised due to pain. The stem, taper, shell, and head were explanted.

Manufacturer narrative:
(B)(4). D10: unknown m2a head 738950 unknown shell unknown taper unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-02254. 0001825034-2024-02255. 0001825034-2024-02256. D10:cat #: us157852/ m2a-magnum pf cup 52odx46id / lot #: 738950. Cat #: 157446 / m2a-magnum mod hd sz 46mm / lot #: 279100. Cat #: 139252 / m2a-magnum 42-50mm tpr insrt-6 0/-6mmt1 / lot #: 414490. Proposed component code: mechanical (g04) ¿ stem. Visual examination of the provided pictures identified the explanted cup, head, stem and taper. There is bio debris is seen on the inner surface of the cup and surrounding the proximal coating and distal end of the stem. No further observations can be made based on the image alone. Without product return; further visual and dimensional evaluations could not be performed. Radiographs were received, however were not reviewed as revision records provided sufficient dictation of findings. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following findings: failed right tha, complete tendon tear right gluteal medius. Patient presented with progressive pain and weakness in the hip with significant dysfunction. Findings include extensive soft tissue destruction around the abductors and hip capsule, osteopenic bone at the proximal femur and acetabulum with lytic lesions around the acetabulum, soft tissue staining around the capsular and muscular structures of the hip. Fibrotic capsular tissue was adhered to the atrophic hip abductor attachments. Significant osteopenia with fragmentation of the proximal femur including the greater trochanter noted. All components revised. Proximal femur fragments repaired with zimmer gtr, excellent fixation and appropriate stability. Gluteus medius tendon repaired. Plan for extensive inpatient stay for rehab. The complaint was confirmed based on the provided medical records. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.